Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and the issue has been resolved by replacing the pressure transducer printed circuit board (pcb). The replaced pressure transducer pcb was returned for further investigation. The returned pressure transducer pcb has been checked and a visual inspection confirms the reported liquid spill problem. It was noticed that couple of integrated circuits have been oxidized as well. The pcb were not further investigated since ingress of liquid substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by defective pressure transducer pcb as a result of water ingress into the ventilator.

Event description:
Manufacturers ref: # (B)(4).